Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms could not be confirmed as no log files were submitted for review, and the device remains in use. A specific cause for the low flow events could not be determined through this evaluation. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. It was reported that the ventricular assist device (vad) was implanted, the bypass was weaned, and the patient was on full vad support. It was noted that there was cardiac tissue close to the inflow cannula as seen on the echocardiogram (echo). The heartmate 3 pump was removed to inspect the left ventricular (lv) core and to remove additional tissue. This action was done twice. The speed was 4800, the flow was 0.6, the power was 5.2, the pulsatility index (pi) was 4.5, and the pcbt was 43. The vad was turned off to remove from the sewing rings to inspect the pump and lv. The outflow graft (ofg) was removed from the pump, and the pump was washed with saline to flush the device 5 times. Additional cardiac tissue was removed from the lv core site. The ofg was connected to the vad and engaged with the sewing ring. The vad was turned back on at 1422 and was able to wean from bypass. The speed was 5500, the flow was 4.2, the power 3.9, the pi was 3.2, and the pcbt was.43. The patient was stable at that time and protamine was administered. Low flow alarms were noted on the heartmate touch when trying to wean back on vad support. It was later communicated that log files were not obtained for review. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product, per the device history record review section of 50099-0021-011. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), revision d, and the heartmate 3 patient handbook, rev. A, are currently available. Section 1 of the IFU, addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the ventricular assist device (vad) was implanted, the bypass was weaned, and the patient was on full vad support. It was noted that there was cardiac tissue close to the inflow cannula as seen on the echocardiogram (echo). The heartmate 2 pump was removed to inspect the left ventricular (lv) core and to remove additional tissue. This action was done twice. The speed was 4800, the flow was 0.6, the power was 5.2, the pulsatility index (pi) was 4.5, and the pcbt was 43. The vad was turned off to remove from the sewing rings to inspect the pump and lv. The outflow graft (ofg) was removed from the pump, and the pump was washed with saline to flush the device 5 times. Additional cardiac tissue was removed from the lv core site. The ofg was connected to the vad and engaged with the sewing ring. The vad was turned back on at 1422 and was able to wean from bypass. The speed was 5500, the flow was 4.2, the power 3.9, the pi was 3.2, and the pcbt was.43. The patient was stable at that time and protamine was administered. Low flow alarms were noted on the heartmate touch when trying to wean back on vad support.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.